Manufacturer narrative:
B3 date of event: used (B)(6) 2019 as event date was not provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 73.7cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, when the device was delivered onto the wire, the shaft snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, when the device was delivered onto the wire, the shaft snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.